Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high, out-of-range (oor) pacing lead impedance measurement of greater than 2000 ohms. The system also displayed noise, oversensing and inappropriate shocks to the patient. Additional information received that this device was programmed to a v-tachy mode of a value other than monitor plus therapy while waiting for a revision procedure. Subsequently, this patient underwent a revision procedure where the right ventricular (rv) lead was explanted. This device was programmed back to monitor plus therapy and tested appropriately during the case. This ICD remains in service. No adverse patient effects were reported.